Event description:
Boston scientific received information that during this atrial lead displayed high out of range impedance measurements. A lead fracture was suspected. A revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.